Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was to be repaired.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) be repaired. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional information: tel: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had communication issue with the display and executive processor board led fault code f7¿. A getinge field service engineer (fse) confirmed stated to resolve issue replaced: d012-00-1801 cable, coiled cord, d670-00-1164 pcb, front end, rohs. During pm post repair d119-00-0236 compressor, scroll was replaced. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.